Event description:
It was reported during the implant attempt that the physician was unable to get in range impedance through the device with the chronic lead, but when attached to old device consistent thresholds and in range pacing impedance were seen. It was noted that the setscrew was not properly in the header which resulted in no pacing. A new device was used successfully. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4)the device was returned, analyzed and no anomalies were found. It was noted that the set screw was in the connector bore.